Event description:
It was reported that the device was connected to an ac power adapter in an emergency vehicle and was not charging the installed batteries. The user power cycled the device and upon power on the device showed the "service" message and lost power. The device had a burn smell and would not power back on thereafter. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control isolated the cause for the malfunction to be the power pcb assembly. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the power pcb assembly observed the assembly burned and several components electrically damaged. Further cause of the observed malfunction was not determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device power pcb was damaged and several components burned. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.